Event description:
Attorney's report of patient's alleged infection, abscess and required medical intervention: in 2006 -- the patient underwent an open ventral recurrent hernia repair with implant of a recalled ck mesh patch. On the following month -- the patient went for a follow up medical consultation and found to have a wound infection. On that day -- she is admitted to the hospital for IV antibiotics(ancef). On five days later -- the culture from the abscess came back positive for mrsa. Ancef was stopped and she was converted IV vancomycin. Later that evening, she was switched from IV to p.o. Minocin. On the following day -- the patient was discharged from the hospital. On three days later -- the patient went for a follow up medical consultation. Slow improvement of the subcutaneous wound infection which will continued to be treated with antibiotics. On nine days later -- the patient went for a follow up medical consultation. Slow improvement of the subcutaneous wound infection. No further antibiotics. In early 2007 -- the patient went for a follow up medical consultation. Continued steady improvement of infection. On three weeks later -- the patient went for a follow up medical consultation. Return of infection. Refilled prescription of minocycline. On four days later -- the patient went for a follow up medical consultation. Infection present but improved. Refilled prescription of minocycline. On two weeks later -- the patient went for a follow up medical consultation. Abscess noted. Infection present but improved. On the following month -- the patient went for a follow up medical consultation. Abscess noted. Infection present and seemed stable. The physician recommended a six week course of minocin, it is unclear if that course was taken by the patient.

Manufacturer narrative:
Information provided indicates that the patient's physician opinion is that the mesh will likely need to be removed due to infection, not due to any problems with the memory recoil ring. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.